Event description:
(B)(4). Same case as: 2134265-2010-04277. It was reported that post a carotid stenting treatment procedure, the patient experienced hypotension. During the index procedure, access was obtained via the right brachial artery. Predilation was performed with a balloon catheter. The lesion was treated with placement of the filterwire ez and a carotid wallstent. Post dilation was not performed. Residual stenosis was 15% post index procedure, the patient experienced hypotension. The patient was treated with medication and the event was considered resolved. The patient was discharged 6 days later.

Event description:
(B)(4). Same case as: 2134265-2010-04277. It was reported that post a carotid stenting treatment procedure, the patient experienced hypotension. During the index procedure, access was obtained via the right brachial artery. Predilation was performed with a balloon catheter. The lesion was treated with placement of the filterwire ez and a carotid wallstent. Post dilation was not performed. Residual stenosis was 15% post index procedure, the patient experienced hypotension. The patient was treated with medication and the event was considered resolved. The patient was discharged 6 days later.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).